Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported the patient had mesh implanted along with concurrent anterior colporrhaphy and cystoscopy due to pelvic organ prolapse and stress urinary incontinence. Following insertion the patient experienced pain, bleeding, dyspareunia and urinary problems. No additional information was provided. (B)(4) ¿ dyspareunia; urinary problems.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient underwent cystoscopy, left ureteroscopy, holmium laser lithotripsy, basket stone extraction, double j stent placement on (B)(6) 2014, due to ureteral stone. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, urethral hypermobility, frequency, atrophic vaginitis and urgency. (B)(4).